Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cystocele and rectocele. Following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. On (B)(6) 2008 mesh revision was performed due to retention of urine and voiding dysfunction with dyspareunia. On (B)(6) 2010 mesh revision was performed due to mesh inflammation and dyspareunia.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.